Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
Peritoneal dialysis patient requested technical support after encountering a scale reading warning during peritoneal dialysis treatment. The patient¿s treatment data was assessed for 150% and 180% iipv and did reveal an episode of increased intraperitoneal volume (iipv). The largest drain volume from this treatment occurred during drain (1) where 4869ml drained. This drain is 221% of the prescribed fill volume. In order to be a reportable malfunction, at least 180% of the prescribed fill volume would have to have been drained. 180% of fill volume 2206ml is 3971ml. Therefore, a reportable malfunction has occurred. The patient was advised to discontinue use of the cycler and to contact the peritoneal dialysis nurse. The patient¿s clinic reported that the patient did not miss any treatments and did not experience any complications as a result of the alleged event.

Manufacturer narrative:
The reported complaint symptom (dv greater than 200% of fv) was not confirmed. The reported complaint symptom (scale reading error warning) was not confirmed. A visual inspection of the returned cycler exterior showed no signs of physical damage. An (as-received) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. The system air leak test passed. The valve actuation test passed. The load cell verification was within tolerance. There were no discrepancies encountered in the internal inspection of the cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.